Event description:
These parts had to be revised because the pt went into a subluxation position. X-rays show that the knee was implanted correctly. The surgeon wants to know if this could be a material failure.